Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 164 mg/dl. The customer stated that the insulin pump alarmed no delivery and motor error prior to the event. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.